Event description:
A customer reported an issue with the touchscreen responsiveness of their pump, specifically that the screen was frozen and unresponsive. There was no adverse impact to the customer's blood glucose level. The customer attempted to reset the pump with guidance from technical support but was unsuccessful. Consequently, technical support arranged to send a replacement pump with updated software and provided instructions for storing the malfunctioning pump, which the customer understood and acknowledged. The customer will use manual daily injections as a backup therapy to maintain insulin delivery until the replacement arrives.